Event description:
Additional information received from the consumer reported that a change to device programming led to their loss of therapeutic effect, loss of stimulation, and feeling stimulation at their implant location. The step taken to resolve the loss of therapeutic effect, loss of stimulation, and feeling stimulation at their implant location was that the manufacturer representative reprogrammed the device.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in 2015. The therapy started really good and the patient was doing well. Gradually it became less effective and came to the point where the patient felt no stimulation and their symptoms became worse than before they were implanted. Some days were good and the patient could wait for 2 to 3 hours before going to the bathroom, but some days they had to go every 15 to 30 minutes all day long. Their health care provider (hcp) tried adjusting and turning it off for a couple of weeks and then turning it back on and changing programs several times. The only time the patient felt stimulation was when the hcp was adjusting and they sometimes felt stimulation in the area where the implantable neurostimulator (ins) was, including in (B)(6) 2015, but never in the groin area. The patient saw their hcp numerous times for reprogramming and it got to the point where the device didn't seem to be doing anything at all. The hcp suggested to the patient to have the device removed. The patient asked their hcp if the lead could have come off the device and they no, that didn't happen. The patient wanted to know if there could be something wrong with their device and how the hcp could check their device. There were no trauma or falls that could be related to the issue. The patient fell every once in a while, but did not remember any falls in 2015. The patient didn't know the circumstances that led to the event. The patient contacted a manufacturer representative and met with them on (B)(6) 2016 for reprogramming and the device seemed to be working. The patient also mentioned having a current urinary tract infection (uti). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.